Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The product involved in the reported event was not returned for investigation; however a picture was provided and reviewed. The image shows the explanted stem placed in a container. The product is visibly covered with blood. Due to the condition of the device and limited available information, no further technical evaluation is possible. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Medical records were provided and reviewed by a health care professional. The review of the records identified that there was a revision due to femur fracture with an unknown cause. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4): d10: item # 00877503603, bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14, lot # unknown. Item # unknown, unknown continuum shell w/ cluster holes, 52mm od sz ii, lot # unknown. Item # unknown, unknown continuum trilogy liner, 36mm, lot # unknown. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 5 years and 4 months post implantation due to a periprosthetic femur fracture from an unknown cause. Attempts have been made and additional information on the reported event is unavailable at this time.